Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Report from sales representative (who was not present at the case): unknown procedure - (quoting the doctor day after event) "the patient was young slender male. Very tight abdomen. I didn't make my incision large enough. I went in at angle. I removed the trocar and noticed the tip was bent, not broken. I tried to see if it would straighten out with my fingers. It broke off at that time." Product was ctf74. No patient injury. Used another ctf 74 that worked fine after enlarging the entry site. Site was left lower quadrant approx. 3 to 4 inches from umbilicus. Additional information received via email from sales representative on november 7, 2016: it was just the obturator tip that bent. Not the cannula.

Manufacturer narrative:
The event product was returned for evaluation. Engineering was able to confirm the complainant's experience of obturator tip damage. The customer stated that the obturator tip broke after attempting to straighten the bent obturator tip during the procedure. Based on similar experiences and the information provided by the customer, it is likely that the obturator tip damage was caused by the high insertion force applied to the trocar due to the small incision and angled trocar insertion. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.